Event description:
It was reported that while in ICU, the pump alarmed helium loss. Blood was found in the helium tubing. As a result, the iab was removed. There were no reported patient complications.

Manufacturer narrative:
Device will not be returned for evaluation. A follow-up report will be filed if more information becomes available.